Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The investigation found an open circuit between the plug and the p-side seal plate. When activated on simulated tissue the device produce an instant regrasp alarm. Boulder pmv disassembled the device and determined the electrical break was between the solder sleeve and the p-side seal plate. The solder sleeve appears to be assembled correctly and had good electrical connection between all of the wires. Pmv concluded the electrical break most likely occurred where the wire connects to the seal plate. Smf disassembled the incident sample and the wire appears to be assembled correctly. Visual inspection of the wire leading to the seal plate shows no damage. Electrical connections between the wires were confirmed well. Smf melt the plastic cover layer, and found the wire was broken at the crimp joint. The investigation identified the root cause of the device did not coagulate is the wire was broken at the crimp joint. The provided lot number indicates that this product was manufactured in shanghai. The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the DHR task. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This complaint has been reassessed, and is no longer classified as a reportable issue. There is no risk of patient injury associated with this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device malfunctioned and did not coagulate or reach an end tone (a tone that indicates a completed sealing cycle). No tones or alarms occurred with sealing. The generator was turned on and off, but the issue continued. Another device was used for the procedure. There was no patient injury or risk for injury.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device malfunctioned and did not coagulate. The generator was turned on and off, but the issue continued. Another device was used for the procedure.